Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected an out of range atrial intrinsic amplitude measurement and an out of range atrial pacing impedance of less than 200 ohms. The stored episodes were reviewed, and it was determined there were multiple atrial tachy response (atr) episodes due to inappropriate noise detection. No pacing inhibition of greater than 2 seconds noted.the root cause for the clinical observations remains undetermined. Technical services recommended an in-office check to further evaluate the device system. Additional information was received that the patient was seen in the clinic. Two episodes were reviewed, and were suggestive of ventricular tachycardia (vt). During one of the vt episodes, patient experienced tunnel vision and felt like he was going to pass out. The patient further explained it felt like when he previously had cardiac arrest. It was noted the associated right ventricular (rv) and left ventricular (lv) leads were stable. The decision was made to reprogram the atr duration, increase the atrial amplitude to 2.2 v, increase the atrial sensitivity to 1.5 mv and increase the lv amplitude to 2.9 v. The physician also changed the vt zone from 185 beats/minute to 150 beats/minute. This ra lead may be replaced at a future date. At this time, this ra lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead was surgically abandoned and replaced due to noise, oversensing and intermittent low pacing impedances. The root cause for the clinical observations was not determined. No additional adverse patient effects were reported.